Manufacturer narrative:
(B)(4). As the product was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue tip of the transfer set was loose upon the completion of peritoneal dialysis therapy. The blue tip detached completely from the light blue main body of the transfer set once the patient arrived at the dialysis center. The transfer set was in use for approximately one month before the event and was replaced afterwards. There was no patient injury or medical intervention reported. No additional information is available.